Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had oversensing which looked like electro magnetic interference (emi) and noise. It was noted that the leads attached to the device tested fine. The ICD device was noted to be at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.